Event description:
The customer reported that the system was hanging and locking up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and lemo connection were evaluated and replaced. The system was tested and found to be working as intended and returned to service.